Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced cardiac tamponade, pericardial effusion, and a drop in blood pressure. During device withdrawal/access closure for pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation (paf). The farawave catheter was used with a non-boston scientific sheath. The patient's blood pressure dropped after the transeptal puncture performed with a non-boston scientific device, but there were no obvious signs of effusion observed on transthoracic echocardiogram (tte) at that time. The ablation procedure was completed. After the patient's access site was closed tte showed an effusion. Pericardiocentesis was performed. It is unknown if the patient was hospitalized. The current condition of the patient is unknown.